Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issues were confirmed. Due to a pinhole on the bending section cover, water tightness was lost. The elevator wire was completely cut off. Due to a cut on the k-wire, the forceps raising angle did not meet the standard value. Due to wear of the angle wire, the play of the up/down/right/left knob was out of the standard value. The adhesive on the bending section cover was detached. The connecting tube had coating peeling and discoloration. Switch one (1) had a cut. The protector of the universal cord on the scope connector side had a cut. The electrical connector and scope connector had corrosion. The universal cord had a scratch. The light guide bundle had breakage. The plastic distal end cover had a dent, and the light guide lens was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the elevator channel on the duodenovideoscope had a leak, the elevator wire was cut, and the angulation had play. The issue was found during maintenance. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in instructions for use (IFU) was not completely conducted due to failure of the subject device resulting, the foreign material remaining on forceps elevator and around there. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.